Event description:
The healthcare professional (hcp) reports three fiber leaks occurred on a visiting pt in 204. The pt has a subclavian catheter which is used for dialysis. No issues with the catehter were noted during hemodialysis. The first blood leak occurred two and one half hours into the pt treatment, noted by an alarm on the hemodialysis device. The extracorporeal blood was not returned to the pt. Estimated blood loss of 250cc. No visual blood was noted in the dialysate compartment. A hemastix was used to verify the presence of blood in the dialysate compartment. New disposables were used to continue the treatment on the same fresenius hemodialysis machine. The second blood leak alarm occurred a few minutes into this next treatment, noted by an audible alarm on the hemodialysis machine. The extracorporeal blood was not returned to the pt. Estimated blood loss of 250cc. No visual blood was noted in the dialysate compartment. A hemastix was used to verify the presence of blood in the dialysate compartment. New disposables were used to continue the treatment on a different fresenius hemodialysis machine. The third blood leak alarm occurred ten to fifteen minutes into this next treatment. Noted by an audible alarm on the hemodialysis machine. The extracorporeal blood was not returned to the pt. Estimated blood loss of 250cc. No visual blood was noted in the dialysate compartment. A hemastix was used to verify the presence of blood in the dialysate compartment. The treatment was not resumed at this time. The pt then complained of nausea, chills and lightheadedness. Blood cultures were drawn from the pt's access. The pt was sent to the ER for treatment, the nature of which was not reported. The pt was hospitalized and has been discharged at this time fully recovered.